Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail of a hospitalization due to high blood glucose levels. The customer's blood glucose level was 689 mg/dl. The customer stated it may have been due to stress and he was not taking care of himself. The customer declined to speak with the help line. No further details were provided.